Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, leading to the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was administered by the customer to address bg. Technical support decided to replace the pump; the customer was informed of the shipping details, necessary steps upon receiving the replacement, and how to return the problematic pump. A replacement pump with updated software was sent, ensuring continued insulin delivery with the use of mdi as backup therapy.